Event description:
It was reported that the catheter would not advance through the introducer needle during an implant procedure. After several attempts to advance the catheter, another catheter was opened and successfully advanced. No drug was used with the device as it was never implanted.

Manufacturer narrative:
Analysis of the catheter revealed the inner tray of the packaging did not properly hold components in place. Upon receipt, the catheter guidewire was still inserted in the catheter. It was noted that the tip of the catheter was damaged and appeared to have been compressed. The last centimeter or so was slightly flattened, and when viewed in cross section the tip was oval in shape. The guidewire was bent about 2 cm from its distal tip and most likely occurred when attempting to insert the catheter tip into the introducer needle.

Manufacturer narrative:
(B)(4).